Manufacturer narrative:
(B)(4). The customer reported that the device power-cycled when attempting to export data to the external data card. All patient event data was erased when this problem occurred. There was no reported patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device power-cycled when attempting to export data to the external data card. All patient event data was erased when this problem occurred. There was no reported patient involvement.